Event description:
It was reported that during a scheduled generator change, the right ventricular lead exhibited noise. It was noted that the lead had an insulation breach creating the noise. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a scheduled generator change, the right ventricular lead exhibited noise. It was noted that the lead had an insulation breach creating the noise. The lead was capped and replaced. The patient was in stable condition.